Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through review of the event history log as air in line messages, but not reproduced during evaluation. The device was found in specification and therefore no correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump intermittently alarmed air in line. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.